Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the transfer set was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported cracked transfer set could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a crack was observed on a patient¿s transfer set during peritoneal dialysis. The caregiver was advised to notify their nurse of the crack and the patient went to the dialysis center to have their transfer set replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.